Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure)" was not confirmed during functional test but was confirmed during archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. During visual inspection, unrelated to the reported complaint, the encoder drive shaft did not rotate smoothly and exhibited binding and resistance. The sticky clutch was likely attributed to wear and tear. Deburring was performed to remedy the sticky clutch. The autopulse platform was manufactured in 2015 and it is nearly 7 years old, past its expected serviceable life of 5 years. The archive data review indicated (ua) 41, thus confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error and the reported complaint could not be reproduced. Nevertheless, the temperature sensor cabling was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure). It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.